Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No blank display or battery out limit alarms were noted. All operating currents were within specification. The pump passed the displacement, rewind, basic occlusion and self tests. However, the pump was unable to prime during the prime test due to moisture damage on the force sensor. The pump was unable to perform the excessive no delivery or occlusion tests due to the prime/fill anomaly. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a scratched case, and a scratched reservoir tube window.

Event description:
It was reported via phone call, that the customer's insulin pump had a blank display, as well as battery out limit alarms. Customer's blood glucose level at the time 400 mg/dl. Customer stated they would treat with manual injection. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.